Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of approval used for date of event is (B)(6) 2021. Model number: unknown, information not provided. Catalog number : a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Device manufacture date: unknown. Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: tanya trinh,y larissa gouvea, michael mimouni, david s. Rootman, clara c. Chan, aspiration of femtosecond laser-induced anterior chamber cavitation bubbles using a fine needle technique, (2021), abbreviated can j ophthalmol; issue & volume: vol 56 pp 147-148.

Event description:
A case report was done to propose a simple and novel technique to address anterior chamber (ac) bubbles in safe, expedited manner after flap creation in femtosecond laser-assisted keratomileusis (lasik) surgery. A 35-year-old female patient with myopia presented for lasik and underwent femtosecond laser corneal flap creation using the same laser ifs femtosecond intralase laser (abbott medical optics). Although flap creation was successful, ac bubbles were noted in the right eye and iris registration was not possible. As treatment, fine needle aspiration was performed to remove the ac bubbles. No further information available.